Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported insulation anomaly and noise were confirmed in the laboratory. Analysis found the outer insulation abraded and both rv cables were melted at 18.5cm from connector pin. The rv shock coil was kinked at 60cm from connector pin. The abrasion is consistent with that of friction to the can. A short circuit could have occurred between the device's can and the rv cables resulting in long charge time and noise.

Event description:
The patient presented to a follow-up due to extended charge time. Noise was seen on the iegm during charging. A lead abrasion and fracture were observed during macroscopic exam. The lead was explanted.